Manufacturer narrative:
Concomitant medical products: product ID 3877, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer's representative that high impedances were measured on the patient's lead. Impedances were >10,000 ohms on all electrode pairs. The lead was replaced. The patient was feeling fine and receiving effective therapy.